Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 lot # was updated from unk to 3100141.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after an interventional procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: there was no calcification. The sheath size was a 6f. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after an interventional procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.